Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the touchscreen on the g9 monitor froze, and the touchscreen was unresponsive to touch inputs. The EKG trace was lost as well. The device was not in patient use. Investigation summary: the device was returned for exchange and evaluation. During the evaluation of the returned device, nihon kohden repair center (nk rc) was able to duplicate the reported issue of intermittent touchscreen function. The monitor display was no longer compatible with current model versions of g9 monitors. The use of the monitor display with current versions of the g9 likely resulted in intermittent touchscreen functions as experienced during the product evaluation. As such, the root cause is likely related to the use of incompatible devices. There is no evidence of an nk device malfunction that may have contributed to the reported issue. The monitor display had been discontinued as it was not in compliance with emc 4th edition standard.

Event description:
The biomedical engineer (bme) reported that the touchscreen on the g9 monitor froze, and the touchscreen was unresponsive to touch inputs. The EKG trace was lost as well. The device was not in patient use.

Event description:
The biomedical engineer (bme) reported that the g9 touchscreen became frozen, and the touchscreen became unresponsive to touch and lost the EKG trace as well. This was found at set-up. No device information was provided. Not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the g9 touchscreen became frozen, and the touchscreen became unresponsive to touch and lost the EKG trace as well. This was found at set-up. No device information was provided. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from csm-1901 to life scope g9. D4 additional device information / model #: corrected the model # from csm-1901 to cu-192r. D4 additional device information / catalog #: corrected the catalog # from csm-1901 to cu-192ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. G4 premarket identification / PMA/510(k) number: corrected the 510(k) # from k151080 to k213316. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the touchscreen on the g9 monitor froze, and the touchscreen was unresponsive to touch inputs. The EKG trace was lost as well. The device was not in patient use.